Manufacturer narrative:
Additional information: upon investigation of the returned products, the lot number of the test strips was obtained. Therefore, the lot number and expiration date in section d have been updated and a device history record review has been added to the physical product investigation. The reported meter and test strips were returned and investigated. Visual inspection was performed on the returned meter, no issues observed. Meter powered on with button press and with strip insertion. Control solution testing was performed and all results were satisfactory. No malfunction or product deficiency was identified. An updated extended investigation was also performed for the test strips. Dhrs (device history record) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was also performed for freestyle strips and all units performed in specification and passed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 75 mg/dl, 52 mg/dl, 92 mg/dl, 34 mg/dl, 129 mg/dl, 139 mg/dl and 25 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs lite meter were reviewed and the dhrs showed the fs lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle test strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 75 mg/dl, 52 mg/dl, 92 mg/dl, 34 mg/dl, 129 mg/dl, 139 mg/dl and 25 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.